Event description:
The complaint/events occurred on (B)(6) 2024 involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the tubing flowed through the mini hole in the filter, resulting in either taxol or keytruda spilling onto the patient. The set up was a flow contained in a dive, and sterile gases to prevent contamination of patient and nursing staff. The liquid came out through the micron filter mini hole. There was no patient harm. This report reflects three occurrences of the same problem with the same lot number.

Manufacturer narrative:
A picture was provided by the customer showing a red bucket with red biohazard bags inside. The following items were returned by the customer for investigation: one new list #142550489 primary plumset; one used list #142550489 primary plumset attached to a bag spike w/ additive port, a 250ml bag; lot #j3k030; one microclave. As received, a portion of tubing on the new set was stuck with another portion of tubing. Inspection under uv light showed errant solvent on the tubing where the tubing was stuck. The probable cause of the errant solvent on the tubing due to a solvent application error during manufacturing. Each inline filter was leak tested per specifications. A leak was observed in the outlet and inlet filter of the used sample. Green dye was infused through the sample that leaked. The leak appeared to be coming from multiple locations on the inlet filter. The complaint of the tubing flows through the mini hole in the filter leading and subsequent chemical spill can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 intial reporter (full) phone number: (B)(6).